Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional requested review of the presenting electrogram stored by this cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) reviewed per request. Ts advised there is possible left ventricular loss of capture exhibited. Ts suggested the patient be seen in clinic for an evaluation. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the health care professional requested review of the presenting electrogram stored by this cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) reviewed per request. Ts advised there is possible left ventricular loss of capture exhibited. Ts suggested the patient be seen in clinic for an evaluation. This crt-p remains in service. No adverse patient effects were reported.